Event description:
It was reported that during an implant procedure, the set screw in the device would not tighten down and connect to the lead. A different device was used and the patient's status was reported as alive and without injury. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). The device analysis was not complete at the time of submission. A supplemental report will be filed upon completion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy207373h ) showed ins connector module connector block(s) out of alignment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.